Event description:
As communicated and approved by orarecalls, a voluntary field safety notice is being issued by rayner to advise customers that we have identified that the barrett universal ii lens factor (lf) and design factor (df) values for rayone emv from the website iol con (https://iolcon.org) had been inverted (i.e., lf = 0 and df = 1.67 as opposed to correct value lf = 1.67 and df = 0) and appeared incorrectly (i.e., 1.7 instead of 1.67). Various biometry devices use the data provided by iolcon. It has come to our attention in certain markets that some biometers are using download data from the site prior to february 2022 which potentially may generate incorrect patient outcomes for rayone emv rao200e.

Manufacturer narrative:
Healthcare professionals are advised that rayner has identified that the barrett universal ii lens factor (lf) and design factor (df) values for rayone emv from the website iol con (https://iolcon.org) had been inverted (i.e., lf = 0 and df = 1.67 as opposed to correct value lf = 1.67 and df = 0) and appeared incorrectly (i.e., 1.7 instead of 1.67). Various biometry devices use the data provided by iolcon. It has come to our attention in certain markets that some biometers are using download data from the site prior to february 2022 which potentially may generate incorrect patient outcomes for rayone emv rao200e. Customers are advised to verify the entered lf and df constants on their biometer are as stated in the fsn and to update their biometer if required. No specific lots or serial numbers of rayone emv rao200e product on the market is concerned. No physical return of rayone emv rao200e from the market is required. There are no adverse events or complaints associated with this action. The fsn is precautionary and to advise customers of the possible need to update their biometer. The fsn will be issued to all rayone emv rao200e customers.